Manufacturer narrative:
The root cause of this spr was determined to be a high cumulative (3.8 day implant duration) load imparted to the cannula. The high cumulative loading of the cannula was due to a challenging device placement; along with the fact that once the pump was in place, a constant high loading force was imparted on the cannula during the days of support. This resulted in the deformation of the connection interface between the cannula and the pump housing. The deformation weakened the epoxy bond between the cannula and pump housing, resulting in the failure observed during pump removal. Corrective action retraining: training currently includes education of users on the potential for a high residual load on the cannula during challenging device placements. The abiomed representative reported that following this event a review was performed with the staff on how to manage the use of the product during high residual load on the cannula during device placements. (B)(4).

Event description:
The complainant reported that a (B)(6) male post lvad patient had been successfully supported by an impella rp for over 3 days when the physician attempted to remove the pump at the patient's bedside. The sutures were removed and the device was pulled back, but only the portion of the pump, up to the inlet cage, was removed from the patient. The patient was then taken to the cath lab where fluoro images were taken. The fluoro images revealed that the rest of the device was intact and was located in the iliac area. The physician then successfully removed the detached portion of the device from the iliac area with the aid of 2 snares and a balloon through a 24 french sheath. No cutdown was necessary and just manual pressure was necessary following the device removal. The complainant reported that there was no harm to the patient as are result of the reported issue.